Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a fistuloplasty procedure there was difficulty removing the device. The "`u" bend shaped lesion was located in the severely tortuous unspecified artery. Post procedure the physician attempted to withdrawal the 2.0cm x 7.0mm peripheral cutting balloon; however the device failed to exit the prelude introducer sheath. The cutting balloon and introducer sheath were removed from the patient as a unit. The procedure was completed with this device. There were no patient complications and the patient's current status is reported as fine. However, analysis of the 2.0cm x 7.0mm peripheral cutting balloon revealed the blade partially detached.

Manufacturer narrative:
(B)(4): a visual and microscopic examination of the balloon material revealed one blade was bent and lifted from the balloon 2mm from the proximal end of the blade. The pad was partially lifted from the balloon surface. The device was returned inside an introducer sheath which contained tip damage. Further examination of the cutting balloon revealed two shaft kinks. One kink was 23mm from the end of the strain relief and the second kink was 9mm from the proximal bond. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)